Event description:
This is a report from a consumer (the patient's daughter) in (B)(6) of patient passed away coincident with extraneal therapy. On an unspecified date in (B)(6) 2012, the patient began treatment with extraneal therapy (dose, frequency and lot number not reported, intraperitoneally (ip) for automated peritoneal dialysis (apd). Initially the patient's daughter contacted baxter customer care center to advise that her mother had passed away. On (B)(4) 2012, baxter pharmacovigilance (B)(4) (cpv) followed up with the patient's daughter and received the following additional information. The patient (pt) expired on (B)(6) 2012. The daughter reported the cause of death was unknown. The pt's daughter reported her mother had been using extraneal for peritoneal dialysis (pd) therapy (no further detail provided). The pt's daughter was not sure what other products she was using. Per the pt's daughter, the pt started pd therapy (B)(6) 2012 (exact date unspecified). The daughter granted cpv permission to contact the pd unit ((B)(6) hosp) for more information. Cpv has advised, no further information is available and no follow-up will be pursued due to hospital privacy concerns.

Manufacturer narrative:
(B)(4). The device has been requested for return to the baxter product analysis lab for evaluation. Should the device be received and an evaluation completed or additional information received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice device was received and evaluated for the reported issue of a home patient passing away. A review of the device logs revealed no failure, malfunction or iipv (increased intra-peritoneal volume) events that could have caused or contributed to the reported issue. The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test. The device was determined to meet performance specification requirements per rite testing. Internal and external visual inspections performed revealed no problems. No failure or malfunction was identified that could have caused or contributed to the reported issue. The problem was not confirmed. The assignable cause of the problem was undetermined. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. A service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition.